Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max¿ staph sr kit (ref. (B)(4)) from lot 5021064 was performed by the review of manufacturing records, retain material testing, review of customer¿s data and by the complaint¿s history review. The review of quality control records of bd max¿ staph sr kit lot 5021064 revealed no anomalies that could explain the customer¿s discrepant results. The retain material of bd max¿ staph sr kit from lot 5021064 was tested and the results were as expected. Customer complained about mrsa negative result with the bd max¿ staph sr kit, but according to the customer, the sample obtained a mrsa positive result in culture. Customer provided run files for run 1175 from instrument ct3303 for investigation and identified the sample in position a5 as the suspected false negative. Manual adjudication of the pcr curves showed that the sample was sa positive and mrsa negative, with very strong and early amplification in both vic and fam channels. A small amplification curve was present in the rox channel (meca/c target), that did not reach the threshold to be considered valid. According to the bd max¿ staphsr assay interpretation criteria, a sample is considered mrsa positive only when both mrej and meca/c targets are detected. Since meca/c was not detected for this sample, the mrsa negative result is consistent with the assay algorithm. However, the customer reported that this sample was mrsa positive by culture. Nonetheless, a coinfection is possible. A sample containing a high concentration of mrsa with meca dropout (yielding a positive mrej but meca/c negative signal) and other bacteria with the meca gene, or a small population of mrsa retaining meca, could explain the discrepant results. High concentrations of some targets, as suggested by the early CT values for both sa and mrej, can inhibit the amplification of targets present at lower concentrations. This may explain the weak meca/c signal despite the positive culture result. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on the bd max¿ staph sr kit lot 5021064. The root cause was not identified. However, coinfection is the most likely cause to explain the customer¿s negative result. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of bd max¿ staphsr, a false negative mrsa patient result was obtained. Culture showed positive results for mrsa. There was no report of patient impact.

Manufacturer narrative:
Common device name: system, nucleic acid amplification test, dna, methicillin resistant staphylococcus aureus, direct specimen. D2: additional medical device type: nqx. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ staphsr, a false negative mrsa patient result was obtained. Culture showed positive results for mrsa. There was no report of patient impact.